Manufacturer narrative:
A field service engineer (fse) was dispatched and cleaned waste chute, performed all cup transfer alignments to cup discharge chute, adjusted the height of s032 sensor and cleaned it. Fse ran cup sorter/ disposal transfer test with no errors. Fse also ran cup transfer test 35 times with no errors. No further action required by the fse a complaint history review for serial number (B)(4) was conducted from (B)(6) 2014 through (B)(6) 2015 for similar complaints. There were (3) complaints reported during this time period which were similar to the present issue. The probable cause of the event was cups jamming in the waste chute. Tosoh bioscience, inc. Is submitting on behalf of the foreign manufacturer, tosoh corporation, per exemption number e2017013. This report is being submitted due to a retrospective review conducted under CAPA(B)(4).

Event description:
On (B)(6) 2015 a customer reported error 4153 (c. Trans-z home overrun) with their aia-900. On (B)(6) 2015 a field service engineer (fse) was dispatched to address the reported event, which resulted in delay in reporting of patient results for fsh and prl. There was no indication of any patient intervention or adverse health consequences due to the delay in reporting of patient results.